Event description:
The reporter called lfs on behalf of pt alleging that their one touch ultra meter would only prompt "apply sample." The pt neither alleged harm nor experienced injury. They contacted their physician and were advised to report back once the meter was fixed. The customer service rep walked the reporter through troubleshooting and the meter would only prompt "apply sample" with the reported lot of test strips. The second lot of test stips successfully passed the test. A reading of 57 mg/dl was obtained while the reporter was troubleshooting with the customer service rep. Based on the info supplied by the reporter, there is an indication that the test strips malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter, test strips, and control solution were replaced.